Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had a blackened power plug. This was observed during inspection of the machine prior to patient use. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this event. The plug was the original fresenius part on the machine. The biomed reported that there was no burning smell, smoke, spark or flame observed. The electrical leakage test for the machine showed no abnormal results. The machine has approximately 3,500 hours and is plugged into a dedicated ground-fault circuit interrupter (gfci) outlet. The biomed replaced the power cord and plug assembly, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. The power cord and plug assembly was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The reported burned power plug was replaced by the biomedical technician (biomed) to resolve the issue. Following parts replacement, the unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.